Event description:
Endoleak (type ib or 3b, suspected): on (B)(6) 2022, tevar was performed. Puncture was performed via right femoral artery under local anesthesia. A lunderquist guidewire (cook medical) was inserted, and the relay pro (28-n4-28-164-24u) was attempted to be inserted in the peripheral but could not be inserted due to severe accessibility of the vessel. The relay pro was once withdrawn and a dryseal (22fr, gore) was inserted. The relay pro was inserted again and reached to the target site without any problems. The peripheral marker of the relay pro was aligned with peripheral landing zone and implanted in the target position. When the delivery system was withdrawn, there was resistance with the guidewire. The guidewire was withdrawn along with the delivery system and the guidewire was reinserted. Subsequently, another relay pro (28-n4-32-209-32u) was inserted and implanted in the central target position. The overlap of the devices was three stents. Final angiography confirmed no endoleak and the procedure was completed after hemostasis. When CT was performed for follow-up, endoleak was observed around the relay pro (28-n4-28-164-24u) implanted peripherally. No definitive cause was identified on the CT, and it was presumed to be type 1b or 3b. Comments from the physician: the exact source of the leak is unknown. As angiography cannot be performed much since patient's renal function is poor, we'll monitor the patient for the time being. Operation type: tevar ancillary medicine used: transamin. (Tc#(B)(4)). Patient outcome - "the patient is being monitored."

Event description:
Endoleak (type ib or 3b, suspected): on (B)(6) 2022, tevar was performed. Puncture was performed via right femoral artery under local anesthesia. A lunderquist guidewire (cook medical) was inserted, and the relay pro ((B)(6)) was attempted to be inserted in the peripheral but could not be inserted due to severe accessibility of the vessel. The relay pro was once withdrawn and a dryseal (22fr, gore) was inserted. The relay pro was inserted again and reached to the target site without any problems. The peripheral marker of the relay pro was aligned with peripheral landing zone and implanted in the target position. When the delivery system was withdrawn, there was resistance with the guidewire. The guidewire was withdrawn along with the delivery system and the guidewire was reinserted. Subsequently, another relay pro ((B)(6)) was inserted and implanted in the central target position. The overlap of the devices was three stents. Final angiography confirmed no endoleak and the procedure was completed after hemostasis. When CT was performed for follow-up, endoleak was observed around the relay pro ((B)(6)) implanted peripherally. No definitive cause was identified on the CT, and it was presumed to be type 1b or 3b. Comments from the physician: the exact source of the leak is unknown. As angiography cannot be performed much since patient's renal function is poor, we'll monitor the patient for the time being. Operation type: tevar ancillary medicine used: transamin (tc#(B)(4)) patient outcome - "the patient is being monitored."